Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that there was a fluid leak encountered inside a cycler when patient finished treatment. When the patient, who was in training in the clinic, was removing the cassette, there was fluid found in the pump module area. The nurse was advised to let the cycler sit overnight and air dry and then to resume use. In a follow up, the nurse verified there was no harm, adverse event or intervention associated with the leak. The cycler set is not available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that there was a fluid leak encountered inside a cycler when patient finished treatment. When the patient, who was in training in the clinic, was removing the cassette, there was fluid found in the pump module area. The nurse was advised to let the cycler sit overnight and air dry and then to resume use. In a follow up, the nurse verified there was no harm, adverse event or intervention associated with the leak. The cycler set is not available to be returned for investigation.